Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed no evidence of short battery life. Multiple call service 128 alarms were observed on (B)(6) 2015. Moisture corrosion was observed in the battery canister and on the battery cap. The pump failed a leak test due to a battery compartment leak. The prime steps were performed correctly with no alarms occuring. The pump's current draws were found to be within specifications.